Event description:
New information received notes patient was asymptomatic during the non-sustained ventricular oversensing episodes and after the programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic where recent electrograms noted non-sustained ventricular oversensing. Records were further analyzed and indicated atrial undersensing followed by competitive atrial pacing that resulted in pseudo-pseudofusion which then consequently caused post-sensed t wave oversensing. Programming changes were made and patient will continue with regular follow-ups. No patient symptoms were reported.